Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID neu _refillkit_acc, lot# unknown, product type: accessory. (B)(4).

Event description:
It was reported that they refilled the patient¿s pump and then realized after the refill that the drug refill kit that they used was expired. The expiration date was 6/2. The patient¿s next refill was due in december. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.